Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a completely black display the day before the call. The customer stated that she never received a low battery alert. Blood glucose level at the time of the incident was not provided. During troubleshooting, the insulin pump passed the self test. The customer stated that she would monitor the device. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No full segment display or blank display was noted. The insulin pump passed the self test and no missing segments or partial display was noted. No display anomaly was noted during testing. The insulin pump had normal operating currents. The insulin pump was monitored and no low battery alert was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window and cracked belt clip slot.